Manufacturer narrative:
The patient simulator, for use during testing, will be replaced to enhance customer confidence. The device was returned to the customer for use.

Event description:
During routine testing using a patient simulator, the device analyzed and allegedly advised no shock on ventricular fibrillation.